Event description:
Indication: common variable immunodeficiency, unspecified. Pt¿s guardian reported freedom 60 pump (serial number: not provided) taking longer than usual to infuse. Guardian stated last infusion took over an hour when it normally takes 40 something minutes, pharmacy replacing pump, pump available for return. No disruption to infusion. No further info. Reported to (B)(6) by: patient/caregiver.